Event description:
Pt states that her hickman catheter broken on (B)(6) 2017 and that she had to go to the ER to get a new port placed. No other information known. Dates of use: kunk to (B)(6) 2017. Diagnosis or reason for use: i27.0.